Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed an unresponsive upper touchscreen area with a small crack on the display, leaving only the bottom half of the screen usable and causing difficulty operating the device; a replacement was arranged and the user switched to backup therapy, with blood glucose reported as unaffected. Symptoms included no injury and no adverse physiological effects. Outcomes included interruption of device use and reliance on alternative therapy. Investigation included a review of the complaint details and an assessment for physical damage and operational failure. Investigation of this case revealed a damaged touchscreen/display and loss of intended device function consistent with a hardware failure. It was concluded that the event was due to device damage leading to screen malfunction, resulting in loss of function and the need for device replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.